Event description:
It was reported that during a device change out for normal eri, suspected insulation abrasion was noted on the lead. The lead remains implanted. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.